Event description:
Reproducible elevated troponin (accu tni) results, above the ami cutoff, were generated by the unicel dxi 800 access immunoassay instrument for one patient. Per customer, an alternate troponin I testing for this patient via the I-stat analyzer also resulted with elevated values. Troponin t testing by another method produced negative results for this patient. The customer indicated that accu tni results repeatedly result near 30ng/ml. Dates of testing and number of samples tested were not supplied. There has been no report of patient death, injury, or change to patient treatment received to date.

Manufacturer narrative:
Sample and system information was not supplied. The customer agreed to send a sample from the patient for additional investigation; however, no sample has been received to date. The customer declined service regarding this event. No additional information regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).